Manufacturer narrative:
(B)(4). We are still attempting to obtain the subject complaint mr290v humidification chamber for further investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the mr290v humidification chamber "had a tear" after 12 hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are still attempting to obtain the subject complaint mr290v humidification chamber for further investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in switzerland reported via a fisher & paykel healthcare (f&p) field representative that the mr290v humidification chamber "had a tear" after 12 hours of use. No patient consequence was reported.

Event description:
A hospital in switzerland reported via a fisher & paykel healthcare (f&p) field representative that the mr290v humidification chamber "had a tear" after 12 hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to f&p in new zealand, and was visually inspected. Results: visual inspection revealed a horizontal crack below one of the ports, stretching from the bracket to the baffle. Conclusion: we were unable to determine what had caused the cracking on the chamber dome, however, it is known that during some therapies the backpressures produced in the chamber sometimes are in excess of 80 cmh2o and this may affect the integrity of the chamber. As of the date of this investigation, no other complaints have been received for this lot number. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks, and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. Our user instructions that accompany the mr290 state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm."